Manufacturer narrative:
Sample collection and storage information were not provided for this investigation. Controls were run before and after the event. The unit is currently performing within qc specifications with respect to controls. Raw data analysis revealed that that the raw count rate for run 1 is significantly higher than run 2. The difference in the raw counts is directly related to the differences in the wbc results. Moreover, the raw count rate trends down with collection time for run 1 while it remained flat for run 2. A bci field service engineer (fse) replaced the following components: vl3no tube, sol21, check valve, and vl10. Fse stated up verification passes. Ran patient specimens for system verification purposes. Root cause is most likely attributed to the parts that were replaced for the system diluter during the instrument servicing performed subsequent to this cf event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high wbc result on the initial run on a patient sample with no instrument (coulter lh 750) generated flags. The erroneous result was reported out of the laboratory. The sample was run an additional 2nd and 3rd time and both results were consistent with the lower wbc obtained by manual count. No death, injury or change to patient treatment associated with this event.